Event description:
This lead was capped due to pacing impedance rose to >2000 ohms after a fall. Noise causing inappropriate shocks was also reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
20-dec-2023 additional complaints of high thresholds, loss of capture, and fracture received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.